Event description:
It was reported that the pt experienced "extra shocky stimulation" and incomplete pain coverage. Troubleshooting lead to possible fluid at the extension connection. The pt underwent surgery. Two extensions and three leads were removed and replaced with two new extensions and a new lead. The pt recovered without sequela.

Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.